Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was an issue with an iol. There was a foreign film on the iol. It was first thought that it was a scratch, but the film scratched off. Additional information has been requested.